Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that the right atrial lead exhibited high impedance. Lead revision was discussed and not performed. The patient was stable throughout.

Event description:
New information received reported that the lead exhibited loss of pacing and was explanted and replaced on (B)(6) 2018. The patient was fine and discharged home.